Event description:
It was reported vent inop condition; air valve liftoff failure. No patient involvement reported.

Manufacturer narrative:
Become aware date (B)(6) 2017: the reported complaint unit goes vent inop 1012 after restart was not duplicated. No fault was found on the returned blower motor controller.